Event description:
It was reported that an altitude alarm occurred while the customer was not outside of labeled operating altitude range. The customer¿s blood glucose (bg) was "high" although specific value not provided. Customer had not addressed the elevated bg at the time of report. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no response was received.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.